Event description:
It was reported that the procedure was performed to treat a lesion in the renal artery with mild calcification and 80% stenosis. The 6x18mm herculink elite stent delivery system (sds) was advanced over a command guide wire, then passed through an unspecified sheath to the target site; however, the sds failed to cross the target lesion due to the anatomy. Therefore, the sds was removed and a flat bend was noted on the stent. A same size herculink sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Return device analysis found the stent implant was stationary on the balloon but not between the markers. The struts at the distal end of the stent implant were located 4mm proximal to the proximal edge of the distal marker. The proximal end of the stent implant was located 1mm passed the proximal edge of the proximal balloon marker. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent damage was confirmed. The reported failure to advance could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and evaluation of the returned device, it is likely that the failure to advance was due to interaction with the anatomy. Additionally, it is likely that during the attempt to advance against resistance, the stent became compromised on the balloon resulting in the noted damage to the stent and movement on the balloon. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.